Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the lcd board, motherboard, interfaceboard, reference board, motor assembly, vibrator assembly, and battery tube assembly during visual inspection. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to fluid. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.